Event description:
A pt contacted our (B)(4) affiliate and reported red eyes ou after wearing acuvue oasys contact lenses. The pt reported feeling "something was wrong" with ou (B)(6) 2010. The pt sought treatment. A staff member from our (B)(4) affiliate met with the treating eye care professional (ecp) and provided the following information: the pt has been wearing acuvue oasys contact lenses since (B)(6)2007. The pt wore acuvue oasys lenses for long periods of time. No information about the pt's lens care solution was available. The pt presented to the ecp on (B)(6)2010 complaining of redness ou. There were no significant findings in the os. The pt was diagnosed with an od, 1 x 1 mm peripheral corneal ulcer located at 6 o'clock. The pt's va was not measured. No culture was performed. The ecp determined that this was an infections corneal ulcer. The pt was treated with ofloxin eye drops od and hyalansan eye drops ou. The pt returned for follow-up on (B)(6)2010 and the ulcer had improved. On (B)(6)2010, and the corneal ulcer was resolved. The ecp reported that the pt's va was not affected. Neither the product, nor the lot number, is available at this time. If additional information is received, will report it within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Device not returned. No evaluation will be performed. No conclusion can be drawn.